Manufacturer narrative:
On 09 september 2016 the medical affairs director performed a clinical evaluation and commented as follows: late infection in cementless tha, 4.3 years after primary operation. Infection is reported and confirmed; it probably is the cause for the very evident stem subsidence on the right side. Infections are a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Manufacturer narrative:
Batch reviews performed on 13 september 2016. (B)(4).

Event description:
The patient came in due to signs of an infection. The infection was confirmed and the pathogen is staph. The surgeon revised all hardware including the stem, head, cup, and liner. The surgery was completed successfully. X-rays are available; explants are not available.